Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 29 mm sapien 3 ultra resilia valve, there was difficulty experienced advancing the commander delivery system and valve through the 16f esheath+. The esheath+ was not inserted at a steep angle and the patient's vessel was predilated. There was no difficulty with inserting the esheath+ into the patient. While advancing the delivery system and valve through the esheath+, the valve came through the seam of the esheath+. It was noted that the patient anatomy was very tortuous and calcified. The system was removed as a unit without difficulty and a new 29 mm sapien 3 ultra resilia valve was successfully deployed. Per pre-deco inspection of the returned device, multiple pinholes were observed on the commander delivery system inflation balloon. The valve was unable to be fully deployed due to the pinholes in the inflation balloon.

Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for device evaluation findings. Sections g6, h2, h3 and conclusions in this section have been updated. H6 codes were added to type of investigation. H6 codes were corrected: investigation findings and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The balloon was attempted to be inflated and multiple pinholes were observed in the balloon. Imagery of the patient anatomy was provided. Review of the imagery revealed the presence of calcification in the patient's access vessel. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon leak was confirmed based on product evaluation. It was identified based on review of imagery that there was calcification present in the patient's access vessel. The esheath used in this case was evaluated and found to have a punctured liner, which suggests that the delivery system pathway was disrupted, potentially causing the balloon to interact with sharp calcifications during withdrawal. Under such conditions, retrieving the system through a damaged sheath could have further increased the risk of balloon damage due to contact with the calcified vessel. Additionally, it is also possible that additional manipulation during withdrawal may have led to the valve struts interacting with the balloon resulting in the pinholes observed. As such, available information suggests that patient factors (calcification) and/or procedural factors (withdraw delivery system through damaged sheath, valve struts interacting with balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.